Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at a third-party service center, the complaint was confirmed, finding an error code in the device's event log. The machine flow sensor was replaced to address the issue. Additionally, not related to the issue due to error codes found in the event log the system board and the blower was replaced, and the muffler was replaced due to contamination. The device was repaired and passed all testing. H3 other text : the device was evaluated at a third-party service center.

Manufacturer narrative:
H3 other text : device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.